Event description:
Related manufacturer reference number: 2017865-2023-95450 it was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high capture threshold. The physician elected to reposition the lead. During procedure it was noted that the helix on the rv lead was unable to extend, and the implantable cardioverter defibrillator (ICD) set screw could not be engaged. The rv lead and ICD were explanted, and new rv lead and ICD were implanted. The patient was in stable condition.